Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump kink resistant tubing (krt) was worn down to the filament; however, the krt with window quick connector was trimmed down to the appropriate length. The pump passed both leak and functional testing. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at fold in the proximal and middle of the cylinder. The first cylinder had a hole consistent with avulsion due to wear against the krt in the proximal end of the cylinder which led to fluid leakage. The first cylinder also had broken fabric threads in the proximal end, and its krt was worn down to the filament. The second cylinder krt was worn down to the filament, and in the proximal end of the cylinder, it had worn against the krt; however, it did pass leak testing. Based on the information available and analysis results, the hole found in the first cylinder could have caused or contributed to the reason for explant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.